Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance had been intermittently high for approximately the last six months. A lead fracture was suspected. The rv lead is planned to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead - (B)(6) 2009, 1084t competitor implantable pacing lead - (B)(6) 2009.